Event description:
On (B)(6) 2015 an embolectomy procedure of a bilateral pulmonary embolism was performed using the flowtriever infusion aspiration system. An inari flowtriever catheter, model 10-103, was advanced to the right pulmonary artery ("pa") through a pre-placed inari aspiration guide catheter ("acg"). The flowtriever catheter was deployed and the system removed with captured clot. A second pass into the right pa was performed using a new flowtriever catheter and again clot was retrieved. A new gc was introduced into the left pa. The pt complained of pain in back and buttocks. The oxygen saturation was noted as dropping and subsequently the pt coded. Cardiopulmonary resuscitation efforts were implemented and the pt was placed on extracorporeal membrane oxygenation (ECMO). The physician elected to resume the embolectomy procedure in the left pa by making two passes with new flowtriever catheters. The treating physician speculated that the agc dislocated clot causing it to embolize distally precipitating problems experienced by pt. On (B)(6) 2015 treated physician provided update that pt taken off ECMO the previous week and is doing well.